Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. No patient involvement.

Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. The root cause was determined to be a seized drive train brake gap. The brake housing was cleaned and adjusted to remedy the fault. The probable root cause of the seized drive train motor is due to improper routine maintenance of the device. The customer reported complaint for the autopulse platform displaying an error message user advisory (ua) 45 (not at "home" position after power-on/restart) and user advisory (ua) 12 (lifeband not present) error messages was not confirmed during the functional testing, however, the archive data review showed only user advisory (ua) 12 error message around the reported complaint date. Note that user advisory error messages are designed into the platform when one of several conditions is detected. User advisory (ua) 45 error message alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear ua 45 error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory (ua) 12 error message is easily clearable by the user. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. Review of the archive data indicated user advisory (ua) 16 errors occurred around the reported event date. In addition, the archive shows multiple instances where the platform was not powered on by the customer, on the daily bases. Upon visual inspection, the autopulse platform front enclosure was found to be damaged, unrelated to the reported complaint. The probable cause for the physical damage could be due to the normal wear and tear or due to user mishandling. The autopulse platform system is a reusable device and it was manufactured on october 2013, which is more than 6 years old and it has exceed its service life of 5 years. Following the repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was two similar complaints reported for autopulse with serial number (B)(6). (B)(4) was reported on 10/25/ 2016 and (B)(4), reported on 03/14/2019. The brake gap was freed and cleaned to address the user advisory (ua) 16 error message.

Event description:
New information received: the platform displayed multiple user advisory (ua) 16 (time out moving to take up position), user advisory (ua) 45 (not at "home" position after power-on/restart), and user advisory (ua) 12 (lifeband not present) error messages.